Event description:
It was reported that the gamma nail was found broken in central sterile and was presented to the sales rep. The sales rep spoke with surgeon who commented that the patient's injuries were so severe that he was uncertain if the fracture would heal which may have resulted in the gamma nail break.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the gamma nail was found broken in central sterile and was presented to the sales rep. The sales rep spoke with surgeon who commented that the patient's injuries were so severe that he was uncertain if the fracture would heal which may have resulted in the gamma nail break.

Manufacturer narrative:
Evaluation summary: investigation revealed no discrepancies in material of manufacturing. The nail broke in fatigue fracture due to overload contributed by intra-operative damage of the nail caused by a deviated lag screw step drill. Medical information suggests that the breakage is primarily related to the patient condition.